Event description:
During use by the surgeon with the depuy expresso suture passing device, the tip of the needle broke off in wound during a shoulder arthroscopy. The piece was retrieved without difficulty under direct view by surgeon.